Manufacturer narrative:
According to the customer, a patient arrived to (B)(6) on (B)(6) 2025 with oxygen saturation in the "low 60s", and after attempting "positive-pressure ventilation, repositioning, and jaw thrusts with no chest rise or improvement", the patient oxygen saturation became "unreadable", there was no pulse found, CPR was initiated, and a code blue was called. The customer reported that "the attending anesthesiologist noted the green cap was missing from the jackson rees bag, preventing effective ventilation". The customer reported that after a new bvm was obtained, ventilation was established, and the patient was intubated. The customer reported that CPR continued for about "5 minutes", "one code dose of epinephrine" was administered, and then the patient stabilized. The customer reported that the "ridges on the top valve (side port on elbow section) designed to secure the green cap either significantly worn down or absent". It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, a patient arrived to (B)(6) on (B)(6) 2025 with oxygen saturation in the "low 60s", and after attempting "positive-pressure ventilation, repositioning, and jaw thrusts with no chest rise or improvement", the patient oxygen saturation became "unreadable", there was no pulse found, CPR was initiated, and a code blue was called. The customer reported that "the attending anesthesiologist noted the green cap was missing from the jackson rees bag, preventing effective ventilation". The customer reported that after a new bvm was obtained, ventilation was established, and the patient was intubated. The customer reported that CPR continued for about "5 minutes", "one code dose of epinephrine" was administered, and then the patient stabilized. The customer reported that the "ridges on the top valve (side port on elbow section) designed to secure the green cap either significantly worn down or absent".